Event description:
The doctor reported the implant was removed due to osseointegration failure, 10 days after implant placement. Bone quality around the area was not reported, and oral hygiene around the implant was moderate. Peri-implantitis, and pain were observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient has since recovered.